Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support to resolve this issue. In addition, it was also reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during each load sequence. A new cartridge was loaded to resolve each issue. Customer¿s blood glucose level was 260 mg/dl.